Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received unspecified low sensor scan results compared to unspecified competitor meter readings after 13 days of wear. On (B)(6) 2019, the customer experienced symptoms of nausea and vomiting and was taken to the hospital where a sensor scan result of 179 mg/dl was received, compared to a laboratory result of 566 mg/dl. When plotted on the parkes error grid, a sensor scan result of 179 mg/dl and a laboratory result of 566 mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. The customer was treated in the ICU with 2 liters of sodium chloride for hyperglycemia. The customer was hospitalized from (B)(6) 2019 to (B)(6) 2019. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received unspecified low sensor scan results compared to unspecified competitor meter readings after 13 days of wear. On (B)(6)2019, the customer experienced symptoms of nausea and vomiting and was taken to the hospital where a sensor scan result of 179 mg/dl was received, compared to a laboratory result of 566 mg/dl. When plotted on the parkes error grid, a sensor scan result of 179 mg/dl and a laboratory result of 566 mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. The customer was treated in the ICU with 2 liters of sodium chloride for hyperglycemia. The customer was hospitalized from (B)(6)2019 to (B)(6)2019. There was no report of death or permanent injury associated with this event.